Event description:
It was reported that during the ilet user's first infusion set change, the infusion set was inadvertently pulled out of the insertion device, resulting in an incorrectly deployed infusion set. There were no reported alarms, alerts, or clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and user education. Investigation included a review of user technique and confirmation that the failure was associated with handling during setup. Investigation of this case revealed that the infusion set deployment error was consistent with user technique error and that no device malfunction or alert condition was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.